Event description:
It was reported that a user paused the pump while sleeping and subsequently experienced difficulty with the dexcom g7 sensor reconnecting, with signal loss alarms and a failed pump firmware update followed by a pump restart through the app. Symptoms included no adverse physiological effects and blood glucose readings remained available on the dexcom app and were not affected. Outcomes included user inconvenience due to intermittent cgm communication.

Manufacturer narrative:
Investigation included user education and troubleshooting steps, including attempting firmware update and device restart. Investigation of this case revealed that cgm signal loss occurred, though the responsible device was not identified. It was concluded that the event was resolved with restoration of sensor readings and no clinical harm.